Event description:
An 8f angio-seal sts plus was selected for use on the common femoral arteriotomy following a percutaneous coronary intervention. A pre-deployment angiogram was performed and hemostasis was achieved without incident. Eight hours later, a hematoma developed and was treated using bedrest with an ice pack for eight hours. The pt was discharged. Two days following the procedure, the pt returned to the hospital presenting with inflammation with a moderate lymphatic reaction. The pt was given a broad-spectrum antibiotic. The pt is currently stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specification and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.